Event description:
I purchased a double package of clear care lens cleaner. The package came with two cleaning discs. Today was the second time I burned my eye due to disc not neutralizing. The discs do not last until the all the cleaning solution is gone. I have lots of cleaning solution, but no cleaning discs, as there is no option to purchase these without purchasing more cleaning solution. The solution does prolong the life of my lenses, however, I will be looking for an alternative peroxide based cleaner that offers the purchase of the discs without having to purchase more cleaning solution. Outcome: after doctor visit, used over the counter eye moisture solution. Reporter's recommendations: clearer instructions on packaging and option to purchase neutralizing discs without having to purchase more solution. (B)(4).